Event description:
Six months after heartware lvad implantation, the patient experienced a change of power source in the controller earlier than expected followed by short pump stops. Preliminary logs files review confirmed the pump stops. Batteries and controller were removed from the patient and a new set was supplied. There were no injuries associated with this event. Investigation is ongoing.

Manufacturer narrative:
The devices has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned batteries revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. *this is one of two reports (3007042319-2013-00200 and 201) submitted for devices related to the same event.

Manufacturer narrative:
The devices were returned to heartware. Various analyses were conducted in order to evaluate the performance of the devices in relation to the reported event. Controller and battery bat025802 passed visual and functional testing. Functional analysis revealed that battery (bat025804) contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. This is one of two reports (3007042319-2013-00200 and 00201) submitted for devices related to the same event. No additional information will be forthcoming.